Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the unit would not recover in a high-risk area. The refrigerator was required for multiple medications, including emergency hemorrhage medications. The customer stated that the refrigerator had been turned off and back on, unlocked with a key, and the pyxis system was rebooted; however, the issue still did not recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that open/close sensor plunger not engaging correctly. A field service engineer (fse) found microswitch wire was loose at terminal tab, adjusted terminal switch and reseated wire to resolve the issue. The system functioned as intended after the field service engineer repaired the device.